Manufacturer narrative:
Other relevant device(s) are: product ID: 9733763, software version: 2.2.8. A software analysis was initiated to determine the probable cause. Analysis found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that the system may have been showing incorrect gantry tilt information. There was no patient present when this issue was identified.